Event description:
Hosp ICU personnel initiated external pacing on a pt, condition unknown. According to the reporter, the device would not pace the pt's rhythm. Internal pacing was initiated and the pt was resuscitated.

Manufacturer narrative:
The device was being used as a service loaner from physio-control. In an evaluation of the device, the local physio-control service rep observed the case was broken and had no pacing output and appeared to have been dropped. The device was scrapped by physio-control.